Event description:
It was reported that the patient was seen at a hospital for an alarm. It was noted that the lead integrity alert (lia) had been triggered. A procedure was started and it was found that the device had rotated in the pocket where the header was facing toward the abdomen, and was crushing the lead as it was twisted under the device. The right ventricular lead was fractured. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation abrasion was (breached). It was also noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking and cosmetic depression.